Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It as reported that the patient's external electronic unit's power cord was damaged and sparking while plugged in. As a result, a replacement unit was sent. Issue has been resolved.